Event description:
Simon nitinol ivc (inferior vena cava) filter placed in 2007 found to be fractured. Patient was very anxious and losing sleep over fractured filter. Reassured her that this was a permanent filter and that fracture fragment was unlikely to migrate.